Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of saline solution, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. It was reported that 14 hours after the delivery was started, the device alarmed for the delivery complete and the nurse noted that the saline solution container was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse pt effects or delays in critical therapy. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.